Event description:
Two boxes (4 needles in each) and bottom of each package is unsealed. Appear never to have been sealed.

Manufacturer narrative:
The investigation is open and we are awaiting for the devices to be returned. A supplemental report will follow once the investigation has been completed.